Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified, it is not possible to determine, the lot number or catalog number through the photos provided. Rupture: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Capsular contracture: unable to observe, since it is not related to the device. Migration: unable to observe, since it is not related to the device. Additional observations: white encapsulation was observed, on the shell. Red encapsulation was observed, on the shell. Crease is observed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Patient representative, device was dissolving. Bottoming out. Subsequently, surgical report identified, capsular contracture, baker grade IV. Implant rupture. And device bottoming out. Ultrasound has been performed. Device has been explanted. This relates to the left side.

Manufacturer narrative:
H.6 continued: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Patient representative device was dissolving. Bottoming out. Subsequently, surgical report identified, capsular contracture - baker grade IV, implant rupture and device bottoming out. Ultrasound has been performed. Device has been explanted. This relates to the left side.